Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 6/29/2020. H.6. Investigation: customer returned (2) open 4mm, 32g pen needles. Customer states that the needle clogged during priming, the pen does not depress, the pen needle bent at non patient end before injection, and needle bent at patient end during injection. Both returned pen needles were examined and both exhibited a bent non patient end of the cannula, which could prevent insulin from flowing properly. No bent patient end of the cannula was observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specification. Confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (bent non patient end of the cannula). Unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure (bent patient end of the cannula). User error. No evidence of manufacturing related issues were observed on the returned samples. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen. H3 other text : see h.10.

Event description:
It was reported that the bd ultra-fine¿ nano¿ pen needle clogged during the priming process and the pen would not depress completely during the injection. The following information was provided by the initial reporter: "consumer reported needle clog during priming, stated that sometimes the pen does not depress all the way when doing injection. Pen needle bent at non patient end before injection. Pen needle bent at patient end during injection. Consumer stated that he does not re-use."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd ultra-fine¿ nano¿ pen needle clogged during the priming process and the pen would not depress completely during the injection. The following information was provided by the initial reporter: "consumer reported needle clog during priming, stated that sometimes the pen does not depress all the way when doing injection. Pen needle bent at non patient end before injection. Pen needle bent at patient end during injection. Consumer stated that he does not re-use."